Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported by getinge representative during preventive maintenance that the cardiosave intra-aortic balloon pump (iabp) unit failed pim leak test. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6. (Type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) replaced pneumatic module assy, rohs ((B)(4)) to fix the issue. Completed pm and returned unit to customer.